Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) was implanted, it was exchanged for a different model two months later due to the patient experiencing intolerable glare. Additional information was requested.